Event description:
Pt's iliac arteries were very tortuous, as it appeared the vessels "doubled back" on themselves. During the deployment of the ipsilateral and contralateral leg grafts, a great deal of force had to be applied to deliver system and graft, in order to advance the legs into proper positioning. Both leg grafts were difficult to deploy. Contralateral leg graft was able to be deployed with a 1 1/2 stent overlap. Ipsilateral leg graft was deployed with a 2 stent overlap. Graft ballooned at all junctions. Final angiogram observed a proximal type I endoleak. After placing the main body extension, through the main body delivery system, and deploying the cuff, resistance was encountered during the attempt to withdraw the delivery sheath through the main body sheath. During the manipulation of the delivery system through the main body sheath and vessel, the ipsilateral limb was forced farther upward into the limb of the main body, while the contralateral leg graft was observed to have dislocated from the limb of the main body. A second leg graft was deployed inside the initial ipsilateral leg to extend the distal landing zone, now noted to be inadequate due to the upward movement of the graft. Second graft was deployed with one full stent body, to provide the required converage and adequate landing zone. An iliac leg extension was then deployed on the contralateral side to bridge the contralateral limb and the disconnected leg graft. Final angiogram observed a proximal type I endoleak. A main body extension was deployed without a noted resolve to the endoleak. Viewing of endoleak is believed to have resulted from the extension being deployed too low. A second main body extension was deployed overlapping the first cuff, and endoleak was sealed off. At conclusion of procedure, completeion angiogram noted an exclusion of the aneurysm with neither presence of a proximal or distal endoleak.